Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 105, which was not reproduced but was confirmed during a review of the device event history log. Evaluation found excessive motor bearing wear with shaft end play, and black material around the bearing. Also the outer gearbox bearing was worn, with the bearing cage broken, and disintegrated. There was impression on the motor tape from the lower bearing housing and an impression on the processor board shielding tape. Due to the motor/gearbox bearing failures, the motor assembly was replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.